Manufacturer narrative:
The field service engineer repeated performance testing and it was within specification. Investigations determined that the customer was using a tube type that was outside of specifications.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys n-mid osteocalcin immunoassay (osteo) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 2.6 ng/ml. The sample was repeated twice, resulting as 92.2 ng/ml and 93 ng/ml. No adverse events were alleged to have occurred with the patient. The osteo reagent lot number and expiration date were asked for, but not provided. The field service engineer checked the analyzer and found no abnormalities. He checked calibration, quality control data, and the alarm trace; no problems were seen. He checked the customer's tubes and found that the customer was using a non-standard tube which was not specified for use with the analyzer. The use of the non-standard tube may have caused an issue with sample aspiration. He ran performance testing, but this was outside of specification.